Manufacturer narrative:
The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the ventilator device and evaluated the events log, which did not contain any transducer faults (xdcr). The fse performed the routine preventive maintenance as scheduled and performed the operational verification procedure (ovp). Having met manufacture specifications the device was returned to the customer. At this time, the field investigation did not duplicate the reported event and no assembly failure was identified. Therefore, no component investigation will be performed.

Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported an unresolved "transducer fault" alarm on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on, which duplicated the reported alarm behavior. The event log was reviewed, which found multiple transducer (xdcr) alarm errors. The calibrations were performed on the transducers and passed successfully. The combination of xdcr faults at power-up with the auto-zero indicates that the auto-zero solenoids can be slow to respond. This slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. At this time, the reported event was duplicated and the component root cause is associated with a supplier manufacturing process and a design issue of sub components of this main pcb. This issue has been addressed in (B)(4).